Manufacturer narrative:
Insulin pump received with intermittent esc, act, up arrow, and down arrow button response due to flattened button dome switches. Insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the customer had a no delivery alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.